Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v018134, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the device only lasted 2 years and the patient thought it was too soon. This stimulator went dead. There was an allegation of premature depletion. The implantable neurostimulator (ins) was replaced. There was no allegation of a system use issue that occurred during the revision. This was noted to have occurred suddenly. The patient stated she was told in (B)(6) 2015 that it was depleted, but because she had high blood pressure at the time, she had to wait for her cardiologist to clear her for surgery. The device indication for use was non-malignant pain. Unrelated medical history included diabetes, high blood pressure, and neuropathy.

Manufacturer narrative:
Additional review indicated (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had a new implantable neurostimulator (ins) put in due to normal battery depletion. It was further reported on 2017-aug-16 that the patient didn¿t feel their ins working. The patient stated that the device wasn¿t turned on yet. No further complications were reported or anticipated.

Event description:
Additional information received reported the ins did not last 2 years. She had never shut it off at night.